Event description:
A customer reported having difficulties with the touchscreen of their pump, noting that the screen was not responding as expected and required multiple taps or longer press times. There was no information provided on whether this issue affected the customer's blood glucose level. Technical support received the report via email, but due to technical challenges, they were unable to follow the usual interaction protocols to obtain more details and could not conduct a follow-up with the customer. No additional outcome information was provided, and there was no indication that any actions were taken to resolve the issue at this time.